Manufacturer narrative:
E1: facility name and address: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scratched camera head and vertical lines on image. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure of vertical lines on image. Was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: defective pixel due to imaging malfunction. Based on the results of the investigation, a definitive root cause for the camera head scratch could not be determined. However, the most probable cause of the camera head scratch was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.